Event description:
The reporter states that in 2007, she felt high and shaky and could not test on her accu-chek advantage meter due to no power. She went to the hospital and was treated with insulin. New system sent and return requested.